Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: 300-10-15, (B)(4) - equinoxe replicator plate 1.5mm o/s; 300-20-02, (B)(4) - equinox square torque define screw drive kit; 310-01-47, (B)(4) - equinoxe, humeral head short, 47mm (beta); 314-13-13, (B)(4) - equinoxe cage glenoid medium, beta.

Event description:
Approximately 5 yrs postop the initial r tsa, this (B)(6) y/o female patient presented with complaints of r shoulder discomfort. Humeral construct appeared loose on x-rays. Patient was revised and was converted to an exactech reverse shoulder which included implanting a new press fit humeral stem. Patient was last known to be in stable condition following the event. The device will not return due to facility policy.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. However, this cannot be confirmed as the explanted devices and x-rays were not available for evaluation.